Manufacturer narrative:
A breath delivery (bd) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable condition. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator did not go into service mode during testing. The ventilator was not on a patient at the time of the event. The service engineer noted both screens were blue, he replaced the bd (breath delivery) board to correct the issue. The unit passed all testing and operates within the manufacturing specifications.